Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿6-9 months ago she started experiencing pain and swelling in the right implant, the hospital found a pocket of fluid in the right implant, the right implant has misshaped, experiencing pain down the right arm, condition has gotten worse over the last month or so¿ the device remains implanted.